Event description:
According to the reporter: the trocar was inserted but after few minutes it deflated. A new unit from the same box was used, but the same problem was found. The defective units were thrown away and the surgery was carried on with an access device from a competitor. No injuries to the pt, but it is reported that there was an extension of the surgery time of over 30 minutes due to this problem. The lot number was not identified since the box was thrown away. Following this episode, customer verified inventory and found a problem on the valve.

Manufacturer narrative:
(B)(4).